Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record review could be performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident. (B)(4).

Event description:
This complaint is from literature source. It was reported that 1 patient experienced transient cerebrovascular ischaemia, which was resolved within hours after the procedure. Its unknown whether the patient required any medical/surgical intervention or prolong hospitalization. Based on the narrative, there were no complaints reported related to catheter malfunction immediately after the procedure which might suggest that the complication was procedure related and not a malfunction of bwi product. Title :¿atrial defibrillation threshold as a novel predictor of clinical outcome of catheter ablation for persistent atrial fibrillation¿ objective: the aim of this study was to evaluate the impact of atrial dft after catheter ablation for persistent af on clinical outcome. From the article other events were observed. These events will be reported separately. Two pericardial tamponade occurred in patients and was managed successfully by pericardiocentesis. Two patients in each group developed pericarditis that did not require intervention. Since these patients didn¿t require any surgical or medical intervention nor prolong hospitalization; these events considered to be non-serious and not reportable. There are no death events and device malfunctions reported in the publication. Lasso mapping catheter was used during this clinical trial. Model and catalog number are not available, but the suspected device is the 4 mm tip nonirrigated catheter multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.